Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter was not cutting during surgery; however, aspiration continued. There was no patient injury.

Manufacturer narrative:
Due to evidence of use and the returned condition of the sample, the cause of the clogged cutter cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Visual inspection of the returned product found the tip protector lying on the bottom of the pack tray under the pack components. The vit cutter needle was bent and the port window in the opened position with debris visible inside. Dried solution was visible on the outer needle shaft and fluid in the tubing. The back cap was not fully lined up with the vent hole on the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter expelled bubbles and bits of debris at start up. The cutter aspiration was very weak indicating it was partially clogged. The aspiration tubing was removed from the back of the cutter and placed in a beaker of water which it vacuumed up through the aspiration tube set and showed the tubing was not blocked. Due to evidence of use, and a bent needle, the cause of the clogged cutter cannot be determined. This cutter was given to engineering group for further examination their investigation confirmed the needle is bent. Cause of clogged cutter could not be determined, and they confirmed that there was no uv glue present on the vit cutter diaphragm. A dot of uv glue was placed on the vit cutter diaphragm for reference, and they determined the aspiration barb vent hole seal was not aligned properly. This investigation is on-going.

Manufacturer narrative:
The vendor responded that the vent hole in the black rubber seal does not need to be aligned with the vent hole in the cap because there is an annular gap which allows free flow between them. What is seen is considered normal assembly which would not affect functionality (cutter not cutting). This investigation is ongoing.